Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: sep 14, 2021 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. A customer photo was also provided. The "indentation in the center of the optic body" described by the customer was observed. The complaint issue was confirmed, and a failure investigation was initiated to further investigate this issue. The smartload assembly (with scarce amounts of viscoelastic material) was observed to be disassembled from the simplicity handpiece. The plunger and pushrod were in the advance position and locked. The pushrod was observed in its correct orientation. Stress marks were observed at the cartridge tip section. The lens returned outside the device; it was cleaned to address the complaint reported. An indentation and machine lines were observed on the anterior side of the optic body confirming the reported issue. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. No discrepancies or non-conformances found during the mrr (manufacturing record review); the units were released according to specification in compliance with the product intended use as required. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: the confirmed issue is related to the lathe line process where the reported complaint device failed to meet visual inspection criteria. An awareness training was conducted to employee who performed the miq cosmetic visual inspection. The manufacturing process has controls to identify and discard units with the reported issue. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) seemed defective with what appeared to be some kind of indentation in the center of the optic body. The lens was inserted into the patient's left eye, however, was removed and replaced with another lens of same model and diopter during the same procedure. The wound had to be slightly enlarged and the patient was doing well. No further information was available.